Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 2 years, 8 months. The event occurred at (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital from (B)(6) 2016 due to hemolysis and suspected pump thrombosis. The patent's lactate dehydrogenase level was 1886 u/l and hematocrit measurement was 35%. The patient was started on unspecified anticoagulation therapy and received fluid replacement. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemolysis and suspected pump thrombosis could not be conclusively determined. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.